Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient began feeling dizzy, shaky, thirsty, and had increased urination. The patient¿s cgm was reading 40 mg/dl. No bg meter comparison value was taken at this time. Emergency medical services (ems) was called and when they arrived, the patient¿s bg meter reading was taken and ems told the patient her bg meter value was ¿quite different¿ from the cgm which was showing 90 mg/dl. The specific bg meter value was not reported. The patient was given some peanut butter toast and grapes to eat. The patient did not go to the emergency room (ER). The patient still ¿felt a bit off¿ after ems left. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).